Event description:
Caller reported that the pump battery would not charge despite trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.